Event description:
The dentist reported that after two dental implants titamax implant with mount 3.3x9 were installed it was verified their non osseointegration. The dentist did not provide more information abut the case.